Manufacturer narrative:
The field service engineer ran performance testing. A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. Possible root causes for this event may be sample quality and insufficient maintenance. Centrifugation time of the sample was found to be too short. The customer also did not use recommended rack adapters for the sample tube. Tilted 13 mm tubes in the rack in combination with drops on the inner wall of the tube and a mis-adjusted probe may lead to incorrect pipetting of the sample. Controls were within range. The last calibration was performed on (B)(6) 2016 and calibration was overdue. A general reagent issue could be excluded. The issue was considered to be an isolated event.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys hcg + beta test system (hcgb) on a cobas 6000 e 601 module (e601). The sample initially resulted as 0.100 miu/ml accompanied by a data flag. The initial result was reported outside of the laboratory. After a clinical check, the doctor requested a repeat of the sample. The sample was repeated, resulting as 10000 miu/ml accompanied by a data flag. The sample was also repeated with a 1:10 dilution, resulting as 25885 miu/ml. The patient was not adversely affected. The hcgb reagent lot number was 179825. The reagent expiration date is 01/2018. Control result were within range. The involved sample was slightly hemolyzed.